Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient's body and pinhole was noted on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition.